Manufacturer narrative:
The device is not available. The screw¿s threaded shank remains implanted and its lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
It was reported that during revision of patients posterior fusion for adjacent segment disease, when extending the previous fusion up one level to l3, the surgeon noticed that the screw in the left s1 vertebral body was broken at the base of the tulip. The threaded screw shank was unfortunately buried deep in the vertebral body and not able to be removed, and remains in situ.

Manufacturer narrative:
Visual examination of the returned screw at the macroscopic level revealed the polyaxial screw broke at the transition from the screw¿s polyaxial ball to the screw shank. Fracture analysis identified that the fractured surface exhibited grainy/rough regions with evidence of low cycle failure starting towards the right side of the fractured surface. The observed dull, flat areas are typical damage that occurs when the two fractured components rub together repeatedly post-separation. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies were observed during the manufacturing process. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined. However, fracture analysis identified that the fractured surface exhibited grainy/rough regions with evidence of low cycle failure starting towards the right side of the fractured surface. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.